Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating the patient was scheduled for an evoked potential and a medical decision had been made to change the lead. X-rays were taken of the patient, but were not available to the manufacturer. Attempts for further information have been unsuccessful to date.

Event description:
The patient has a tentative surgery date scheduled for (B)(6) 2013.

Event description:
Additional information was received that the patient had an evoked potential test performed and the results were within normal limits. An electromyogram during stimulation was performed and it showed that current was released to the vagus nerve, as there were recorded potentials for 30 seconds. A test on the device was run which also resulted a series of potentials sensed by the electrodes. The doctor believes that the vns device is working properly in spite of the generator´s read-outs. No vns intervention is planned at this time. The doctor explained to the patient that he will visit him in (B)(6), to dose his vns. The patient is taking inovelon (rufinamide) 2000 mg morning and evening. The patient takes half an hour to 1 hour in order to let the side effects (diploia vertigo) subside. The doctor suggested the patient to have space out the taking of the morning drugs and have inovelon (rufinamide) after waking and then lyrica (pregabalin) and trileptal (oxcarbazepine) half an hour-45 min later.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, a letter from a physician was received. The patient's epilepsy has worsened with an increase in seizure frequency. The patient had one seizure in the presence of the physician. He moved his head suddenly to the right and had some automatic reflexes in the limbs with an interruption of his conscience. He was not able to repeat the word he had been asked to remember. According to his wife, he has plenty of seizures every day, but much longer ones. The device was interrogated, and the impedance was still high. It was verified, by means of evoked potentials, that the lead transmitted the current to the vagus nerve, but the physician believed that the device did not work correctly anymore. Medications were to be adjusted. The physician did not want to disable the generator. A blc was performed with result of 11.44 years remaining. Review of programming history shows that high impedance was seen on both the resident and old generator.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
On (B)(4) 2013, it was reported that this vns patient underwent full revision on (B)(6) 2013. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Event date: review of additional programming history shows that high impedance was first seen on (B)(6) 2011. This report is being submitted to correct this information